Manufacturer narrative:
(B)(4). An analysis of the returned device found a link detachment which would result in a failure to retrieve the suture as reported. A review of the lot history record for the reported lot revealed no non-conformances associated with this lot which could have contributed to this event. A query of the complaint-handling database was performed and there was no indication of a product quality deficiency.

Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The other perclose proglide device is being filed under a separate medwatch MFR number.

Event description:
It was reported that arteriotomy closure of the common femoral artery was attempted using a perclose proglide device after an interventional procedure. Reportedly, after deployment of the needles, the suture was not seen. Another proglide was used with the same results. Hemostasis was achieved using a non-abbott device. The physician is reportedly trained in the use of the device. No additional information was provided.